Event description:
It was reported that this right atrial (ra) lead dislodged. It was noted that the atrial lead could have been potentially damaged during an open-heart surgery. The dislodgement was confirmed via x-ray. Additionally, the lead experienced loss of capture. The pacemaker was reprogrammed to pace only the right ventricle. After a couple of weeks, the patient was admitted into the hospital for congestive heart failure. Additionally, there was a decline in ejection fraction. The physician concluded the patient obtained pacemaker syndrome. The patient's upgraded to a cardiac resynchronization therapy defibrillator (crt-d) and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.